Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising and high thresholds and high impedance on the right ventricular (rv) lead. It was noted there was an audible alert for the superior vena cava (svc) impedance due to sudden impedance rise. The lead remains in use. No patient complications have been reported as a result of this event.